Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's basal rate settings had been set too high, and the customer experienced a low blood glucose (bg) level of 20 mg/dl. To treat the low bg level, the customer consumed juice and glucose tablets. Reportedly, the customer received assistance from the contact as the customer was feeling weak and almost fainted. Recommendation was made to consult with health care provider regarding diabetes management.